Manufacturer narrative:
Evaluation summary: the reported issue was not confirmed. An investigation of the implants was not possible because they were not returned for investigation; therefore, the root cause could not be determined. The customer reported that the broken implants were explanted due to non-union. The non-union did most likely cause or contribute to the implant breakage.

Event description:
It was reported that there was a gamma nail removal due to non-union the distal locking screw was also broken.

Event description:
It was reported that there was a gamma nail removal due to non-union the distal locking screw was also broken.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.